Manufacturer narrative:
Sample from the patients were received for investigation. An interfering factor to streptavidin in the assay antibody/idiotype could be identified in both samples. This interference is documented in product labeling for the assay as "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Manufacturer narrative:
Sample from the patients was requested for investigation. This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys ft3 iii results for two patient samples from the cobas e 801 module serial number (B)(4). The samples were repeated on a centaur analyzer and on a cobas e 801 module, a cobas e 602 module, and cobas e411 analyzer. Refer to the attachment to the medwatch for all patient data. It was not known if any erroneous result was reported outside of the laboratory.